Manufacturer narrative:
Due to a system error, date rec¿d by MFR incorrectly populated. The date testing was completed is (B)(6) 2019. Date rec¿d by MFR: (B)(6) 2019.

Manufacturer narrative:
The actual device involved in the event was reported as discarded. In the event that additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the device involved in the event suddenly disconnected from a catheter without manipulation of the injection site or catheter. The disconnection, initially noticed by the patient, was reported to have led to spillage and exposure to an unspecified chemotherapeutic agent. There was no report of harm to the patient or clinician. No additional information is available at this time.

Manufacturer narrative:
Two unused devices were received by the manufacturer on 2/27/2019. The ring, plug and thread gauge tests were performed and the samples passed all tests. In addition, the two microclaves were attached to the mating devices using a metered torque. The two sets were found not to leak anywhere along the fluid path. The customer complaint was not confirmed. (B)(6). Concomitant medical products: no.